Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510k # k062195.

Event description:
The lay-user/patient contacted lifescan on (B)(6), 2010 alleging that the onetouch ultra meter is giving inaccurate high reading of "331 mg/dl." On (B)(6), 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient manages her diabetes with oral medication and self adjusting insulin based on a sliding scale regimen. The patient obtained the alleged inaccurate reading of "331 mg/dl" on (B)(6), 2010 at 3:57 pm. The patient did not take any insulin based on the alleged reading. However, she took her usual dose of insulin earlier that day and does not recall any blood glucose readings obtained on the subject meter prior to the alleged inaccurate high reading. At 6 pm, approximately 2 hours after the onset of the product issue, the patient developed symptoms of sweaty, shaking, thirst, disoriented, clammy skin, and funny taste in mouth. She tested at around "20 mg/dl" on the subject meter and promptly administered self treatment with a glucagon injection. Her symptoms abated soon after. According to the troubleshooting performed with customer service, the patient's alleged inaccurate high reading was compared with different vials of test strips. There was no control solution to perform a quality test. This complaint is being reported because the patient reportedly developed symptoms that can be associated with hypoglycemia and received treatment accordingly after obtaining an alleged inaccurate high reading.